Manufacturer narrative:
Device history records were reviewed. Sterilization was performed in accordance with parameters. The batch was released according to requirements. A batch record indicates that there were no non-conformances initiated which were related to complaint issue. The batch record review resulted in a previous discrepancy which was investigated in another complaint, and is closed. On the basis of information received the investigation concludes the true root cause for the issue "loss of physical integrity of unometer safeti plus product" cannot be identified. No corrective actions are required at the moment. No additional investigation is needed. A photograph has been received for this complaint, which was evaluated. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 03, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Reporter stated "the failure was detected during the measurement of the urine drainage after the blue level was turned." The nurse noted that the "connection between the measuring chamber and the collection bag was broken". The device in use for a patient in intensive care unit. The device was replaced. No further information was provided. Photographs received depicting the reported device complaint issue.